Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 18-oct-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal fentanyl (1875 mcg/ml at an unknown dose) via an implanted pump for spinal pain indications. It was reported that the rep thought they were assisting with routine pump placement and found out that it was a catheter replacement. The rep stated that the patient had hip surgery in the past and they believed the catheter was damaged due to this surgery. It was reported that the catheter is being replaced now and they are changing the drug concentration. Caller stated that the pump is on the back table now and they discussed doing a back table prime of 0.3ml to move the old drug out and then a priming bolus can be done once the catheter and pump are connected. No patient symptoms were reported with this event. Additional information was received from a healthcare provider (hcp) and a company representative (rep) reporting that there was no identified issue with the patient's pump and that the hcp had done a dye study and saw leakage around the anchor. The hcp was not sure if it was something that they had done or if it was just a coincidence that it appeared after hip surgery or if the catheter had been manipulated during the hip surgery and that caused the leak. It was reported that the hip surgery was unrelated to the patient's mdt pump/therapy. Actions/interventions taken to resolve the issue were the hcp replaced the entire catheter. The old catheter was discarded.